Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and decreased vision are listed in the device labeling known as potential risks. Please reference MFR# 3005956347-2017-00046 for the initial inlay serial (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye. Five months postoperatively the inlay decentered centrally (note that the patient's optical center is inferior nasal). At this time, the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/25. On (B)(6) 2017, the inlay was exchanged with a new inlay; however, 11 days postoperatively the replacement inlay decentered, migrating back to the central position. Bcdva subsequently decreased to 20/40 and the replacement inlay was explanted on (B)(6) 2017. At last examination post-explant, the patient's vision (pinhole correction) improved to 20/25.